Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. Clinical details noted that physician had difficulty with dilation at 23fr and the sheath became kinked and had to be removed. Sheath replaced with 24fr dry seal dilator and new sheath was placed successfully. Additionally, it was noted that the patient had a short neck and was obese. The root cause of the introducer damage was most likely a sheath kink due to patient's anatomy.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 23 fr sheath being placed for a rp delivery for support of a patient admitted preop for a mitral valve repair . The sheath became kinked. The sheath was replaced and the rp was delivered successfully for the surgical case. No patient harm was reported.